Event description:
A reporter called to submit a report regarding her breast implant adverse effects. A reporter said she had breast implants from dow in 1980 which were explanted in 2000 because the left side had ruptured. She had another bilateral breast implant in (B)(6) of 2012. She said at the time of these implants the doctor put in the wrong devices. In stead of lot number 17398989 (l) and 17144354 (r) he put in 2246623 (l) and 2196075 (r) and the sizes were supposed to be 360 for the right and 330 for the left. However, he put in 360 for both of them. She also said there was something that looked like gel or silicone from the previous implants that he did not attempt to remove. The reporter went on saying that she experienced the following symptoms while the implants were in her body: pain in left breast, joint pain, brain fog, no energy, no motivation to get out of a couch pain under her arm pit and lymph nodes.